Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the specific patient was not displayed on the station. A technical support specialist found that an admit message for the patient was received on 2026-04-15 at 17:49:58; however, the message contained an error indicating that the admit date was mandatory because the encounter admission status was adm or admcnc. Although the server application admits time of april 15, 2026, at 17:50 matched the message, the error prevented the admit message from reaching the station. Reference knowledge article (ka) patient missing on a bd pyxis medstation es for additional details. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was not displayed patient details. A specific patient was incorrectly shown as an outpatient, and the user was unable to view the patient profile on the pyxis device. Additionally, the pharmacy was unable to assign medications for the patient as the relevant options were greyed out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.